Event description:
Related to MFR report#: 2183959-2012-01160, 01161 and 01162. It was reported by plaintiff's attorney that the plaintiff was implanted with an elevate anterior and apical system on (B)(6) 2011, due to previous mesh issues, including recurrent cystocele, minor rectocele, and erosion of the apogee graft. The plaintiff continues to suffer from urinary difficulty and other "issues."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.